Event description:
Per the physician, the patient developed keloids and hypertrophic scars at the site of the fixture. The patient received injection treatments (type not known) and procedures for removing the keloids. The patient also reported pain at the site of the fixture. The patient was explanted in 2008. Reimplantation is planned but had not taken place at the time of this report in 2009.

Manufacturer narrative:
Device was discarded at facililty.